Event description:
During placement of a celiac artery stent, the inner coating of the sheath "wore off" and the braiding became exposed. The reporter is unsure if anything remained inside the patient's body. The procedure was completed with a new device. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information has been requested, but not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history and quality control was conducted during the investigation. One sheath with various components including a wire guide was returned for investigation. The device was visually inspected. The separated piece of the sheath was measured to be about 23 cm from distal (patient) end of the sheath when held straight. On the proximal (physician) portion, the coil had broken off and the break appeared to be fairly clean and even. A portion of the liner detached and became entangled in the coil, which had unraveled. Based on the measurements on the returned device and the product drawing, the separation was not at a bonded joint. There is no evidence to suggest that the product was not manufactured to the correct specifications. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During placement of a celiac artery stent, the inner coating of the sheath "wore off" and the braiding became exposed. The reporter is unsure if anything remained inside the patient's body. The procedure was completed with a new device. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information has been requested, but not provided at the time of this report.